Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specification. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
A variance between inratio inr result and lab inr result was reported on (B)(6) 2016. The results were as follows: (B)(6) lab=2.79 - no dose changes were made. On (B)(6) inratio=4.1. The reported therapeutic range was: 3.0-4.0. No patient sequela reported.